Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery. During the first inflation, the 15mm x 4.00mm nc quantum apex mr balloon catheter ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).